Event description:
A customer reported a power source alert for their device, indicating an issue but no adverse impact on their blood glucose level, remaining below 500 mg/dl. The customer was using both the tandem charging cable and wall adapter during the alert. After attempting to leave the wall adapter plugged into an outlet for a substantial amount of time, the pump began charging successfully, and no further assistance was required.